Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Bd had not received samples or photos from the customer for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted.

Event description:
It was reported with the use of the unspecified wingset w/needle there was a needle stick injury - post use. The following information was provided by the initial reporter: translated to english. The customer stated: "there was a biological work accident. The collaborator was performing a rapid intravenous medication and at the time of the venipuncture procedure on the patient, the collaborator needed to remove the tip of the 21 needle (which is normally used for laboratory procedures, winged needle for collection). When removing the needle tip (where the syringe + fast IV medication would be connected immediately afterwards) she punctured the finger."